Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's basal rate setting were set too high causing the customer to experience low blood glucose. Customer declined to provide further information regarding the settings. Additionally, it was reported the customer received an occlusion alarm. Customer's blood glucose was 400 mg/dl for occlusion alarm. Customer applied a new infusion set and resumed insulin delivery.